Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved by attempting to resume insulin delivery or changing the infusion set and cartridge. Reportedly, the customer reverted to a back up insulin pump.